Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection, stroke, bleeding, and death. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for hypoxia, pulmonary edema. The patient had changed mental state due to stroke. The infection workup was performed and found to be e. Coli bacteremia. The patient was treated with antibiotics. Heart failure was treated with diuretics. There was little urine output (uo) and hence was started bumex with milrinone, which gave poor response initially. The milrinone was discontinued due to decreased blood pressure (bp). The patient expressed desire to stop restorative care. The patient was placed on hospice as per requested and then the patient requested to turn off the ventricular assisting device (vad). The patient was transitioned to hospice and ventricular assisting device (vad) was deactivated on (B)(6) 2026. The death was not considered to be device related and the device operated as expected.